Event description:
It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchial stenting procedure within the lung of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a lesion in the left bronchus as a result of lung cancer. The anatomy was not tortuous, nor dilated prior to procedure. The complainant confirmed that the same failure happened with all three stents. (Please refer to manufacturer report # 3005099803-2011- 01220, 3005099803-2011 -01221, and 3005099803-2011- 01222 for the all devices involved) during the procedure, the catheter kinked and the stent partially deployed. It was reported that "the first 5 or 6cm of the stents were curling up into a loop". The procedure was successfully completed at a later date with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be satisfactory.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the stent was fully deployed off the delivery system. The delivery system was examined and a significant kink was found. There were no issues with the deployed stent. The most probable root cause of the reported issues is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that three ultraflex tracheobronchial stents were used during a bronchial stenting procedure within the lung of a cancer patient on (B)(6), 2011. According to the complainant, the patient presented with a lesion in the left bronchus as a result of lung cancer. The anatomy was not tortuous, nor dilated prior to procedure. The complainant confirmed that the same failure happened with all three stents. (Please refer to manufacturer report # 3005099803-2011- 01220, 3005099803-2011 -01221, and 3005099803-2011- 01222 for the all devices involved) during the procedure, the catheter kinked and the stent partially deployed. It was reported that "the first 5 or 6cm of the stents were curling up into a loop". The procedure was successfully completed at a later date with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be satisfactory.